Event description:
It was reported that the battery of this pacemaker was suspected to be depleting prematurely. A red screen was seen indicative of voltage too low for projected remaining compacity and it is suspected that this may be end of life (eol) for the pacemaker. This device was explanted and is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.